Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Incident / risk ii . Most recent follow-up information incorporated above includes: on 17-feb-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous case report initially was received via regulatory authority- FDA, upon receipt further information from lawyer, it was under litigation. This case refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer got pregnant and a migration of implant occurred. She underwent a surgery to remove the essure implant around 1 year after placement. It was mentioned the seriousness criteria life-threatening and hospitalization in the section event outcome; however, she did not specify and/or assign to one of the events in the narrative. Migration of implant is serious due to medical importance and both events are anticipated in essure reference safety information. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information regarding the pregnancy was provided. It was not reported whether the consumer underwent a confirmation test, or the time interval between essure insertion and the pregnancy. However, given the nature of this event causality with essure cannot be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, limited information was provided. Although the exact location of essure was not provided; given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, device removal was required. The updated product technical assessment concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria hospitalization and life threatening) with menstruation delayed and experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("chronic pain in my lower abdomen"), back pain ("chronic pain in lower back"), menorrhagia ("heavy bleeding for a two week period every month") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device had not resolved and the device dislocation, abdominal pain lower, back pain, menorrhagia and genital haemorrhage outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, genital haemorrhage, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: the seriousness criteria life-threatening and hospitalization were mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Lot number: c18710, manufacturing date: 2014/01/29, expiration date: 2017/01/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria hospitalization and life threatening) with menstruation delayed and experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding"), abdominal pain lower ("chronic pain in my lower abdomen"), back pain ("chronic pain in lower back") and menorrhagia ("heavy bleeding for a two week period every month"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device had not resolved and the device dislocation, genital haemorrhage, abdominal pain lower, back pain and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, genital haemorrhage, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: the seriousness criteria life-threatening and hospitalization were mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Incident / risk ii. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criteria hospitalization and life threatening) with menstruation delayed, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("chronic pain in my lower abdomen"), back pain ("chronic pain in lower back") and menorrhagia ("heavy bleeding for a two week period every month"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, back pain and menorrhagia outcome was unknown and the pregnancy with contraceptive device had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, genital haemorrhage, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: the seriousness criteria life-threatening and hospitalization were mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Incident / risk ii. Most recent follow-up information incorporated above includes: on 26-oct-2017: event heavy bleeding and pain was added and essure removal date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority FDA (reference number: mw5057775) on 23-nov-2015. This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant") and device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria hospitalization and life threatening) with menstruation delayed, device dislocation (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower ("chronic pain in my lower abdomen"), back pain ("chronic pain in lower back") and menorrhagia ("heavy bleeding for a two week period every month"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). At the time of the report, the pregnancy with contraceptive device had not resolved and the device dislocation, abdominal pain lower, back pain and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device, device dislocation, abdominal pain lower, back pain and menorrhagia to be related to essure. The reporter commented: the seriousness criteria life-threatening and hospitalization were mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported indicates a new technical failure mode for the device. Medical assessment: lack of effectiveness in itself is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information there is no evidence of a quality defect thus there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 23-jan-2017: legal claim received - new incident event (migration of implant), essure insertion and removal date added. Company causality comment: this spontaneous case report initially was received via regulatory authority- FDA, upon receipt further information from lawyer, it was under litigation. This case refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer got pregnant and a migration of implant occurred. She underwent a surgery to remove the essure implant around 1 year after placement. It was mentioned the seriousness criteria life-threatening and hospitalization in the section event outcome; however, she did not specify and/or assign to one of the events in the narrative. Migration of implant is serious due to medical importance and both events are anticipated in essure reference safety information. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information regarding the pregnancy was provided. It was not reported whether the consumer underwent a confirmation test, or the time interval between essure insertion and the pregnancy. However, given the nature of this event causality with essure cannot be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, limited information was provided. Although the exact location of essure was not provided; given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, device removal was required. An update of product technical analysis is awaited. Further information will be obtained through the litigation process.